Event description:
During a pda coiling, the coil did not coil tightly and when the coil was fully deployed, a small section of it was extending out into the aorta. The coil was snared and removed. Another coil was then placed, but was too small and migrated out of the vessel and down to the popleteal artery. Attempted retrieval of the coil was unsuccessful.

Manufacturer narrative:
Evaluation: the device was returned in an opened condition. An examination of the returned device found the coil to be extending beyond the specified tolerance. It was found to be two millimeters more than the required tolerance. The appropriate personnel have been notified. We can advise that this device is inspected 100% to verify proper coil length, curl diameter, securement of end coil and distal weld, to verify the coil is free of sharp edges and/or burrs, kinks and that the coil has been properly loaded onto the shipping stylet and placed into the shippingt cartridge. It should be noted that the investigation did not detect any signs of biological matter to be on the fibers and/or coil, which conflicts with the information provided stating that the coil was removed from the patient.